Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No. What healthcare professional fired the device and what is his/her experience with the device? Advanced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? He didn't remember. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes ring intact. Was a complete transection of the white breakaway washer visually confirmed?yes. Was a leak test performed? If so, what was the result? Yes,result negative. Please further describe the ¿failure of the suture.¿ at the moment to use the stapler all was ok. At the 3rd action the anastomosis was not completely formed with clips. Were there any issues noted with staple formation? If so, please describe the shape. The patient having a stoma, the instrumental defect was found and then it was decided to intervene again. How was the leak addressed? The patient, after the second surgery, had a stoma, so the defect was assessed by instrumental examination. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? There are not considered to be particular conditions of the patient's tissue. What is the current status of the patient? The patient is fine.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? Please further describe the ¿failure of the suture.¿ were there any issues noted with staple formation? If so, please describe the shape. How was the leak addressed? Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that during the revision surgery of (B)(6) 2019, the anastomosis performed with the device ecs29a resulted as intended. After three days the cat evidence a bubble on the suture line. It was necessary a demolition of the mechanical suture. Patient was discharged and is fine now.